Event description:
It was reported that there was premature battery depletion of the device and a high voltage charge circuit timeout/inactive. An alert was triggered as charge time was >30 seconds and the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Offsite analysis confirmed that the device was unable to charge. After opening device, a full high voltage (hv) charge attempt while externally biased was unsuccessful. Further analysis found significant leakage was observed on the low-side high voltage therapy capacitor causing the reported device failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported end of service (eos) and inability to charge. Significant leakage was observed on the low-side high voltage therapy capacitor causing the reported device failure. Analysis of the high voltage capacitors was inconclusive. Physical damage from capacitor removal prevented charging the capacitor to confirm the failure. No physical indications of failure were seen during teardown but was able to rule out several failure modes that have been observed historically such as connection failures (capacitor electrical connector (cec) shorting, feedthrough issues), cold weld failures, separator failures, foreign material damage. The remaining failure modes that could not be checked due to case damage insufficient electrolyte (holes in case allow the loss of electrolyte after removal from device), oxide failure (large hidden surface area prevents optical observation of failure location). If information is provided in the future, a supplemental report will be issued.